Event description:
"Customer would like to report taht the epidural IV tubing for the abbott pca pump is too short. Tubing has disconnected from the epidural catheter. The customer mentions that this event could create serious contamination problems to a pt due to the opening of the epidural setup to the enviroment. Upon the pt mobilization, the epidural setup would dislodge itself at the junction of the cassette and the distal section of the tubing of the pump set. The connector that holds the pump set and the 0.22 micro filter to the epidural catheter would also give up due to strain put on the setup during the pt's movement". Additional info has been requested, but has not become available.